Event description:
Procedure type: sigmoidectomy. According to the rptr: when the first staples were placed, the doctor noticed the staple line did not look secure, so the doctor used another reload and placed staples next to the first staple line to make sure the area was tight and secure. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss. Post op 8 days, pt was rushed to hosp with an anastomosis/bowel leak. Pt brought to operating room on (B)(6) 2011 and surgeon found leak in bowel and it was repaired by oversewing. A 3/4 leak was found and the staple line was not attached to tissue. The surgeon performed a temporary diverting colostomy. The pt is now doing well but is still hospitalized. The original surgery was to treat diverticulitis. The surgeon applied ethicon evicel to the device staple line.

Manufacturer narrative:
(B)(4).